Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/prolonged periods"), fatigue ("fatigue"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, fatigue and endometriosis outcome was unknown and the menorrhagia, menstruation irregular and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: patient received treatment for menorrhagia on (B)(6) 2011 patient underwent other surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was updated to new events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding)/prolonged periods, fatigue, irregular periods, painful periods, endometriosis. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.